Event description:
Additional information received reporting a 78-year-old female patient was admitted for an acute myocardial infarction with cardiogenic shock. Due to biventricular failure, both an impella cp and an impella rp flex were placed. The patient developed a hematoma at the jugular access site that was self-limiting. After three days of support, the patient became progressively arrhythmic with torsades and ventricular tachycardia, requiring defibrillation. Due to the poor prognosis of the underlying disease, care was withdrawn and the patient expired. Death was most likely to be caused by the underlying disease but will be conservatively coded to the impella rp flex and impella cp.

Manufacturer narrative:
B2: death and date of death added. B5: additional event information reported. H6: health effect - impact code added.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. H10 added related report number as it was omitted from the previously submitted reports. This is one of two related reports. This report represents the impella rp flex and another report was submitted to represent the impella cp. Investigation summary: the investigation has been completed. No product was returned. Hematoma: the cause of the hematoma was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. A hematoma was noted at the right internal jugular (rij) site where the rpv (return pressure/venous) cannula is placed. The staff outlined the hematoma with a marker, and it is no longer increasing in size.

Manufacturer narrative:
B2 revised selection as it was incorrectly entered on the initial report that was submitted. D3 added manufacturer fax number as it was omitted from the initial report that was submitted. D6a and d6b revised dates as they were entered incorrectly on the initial report that was submitted. H6 added type of investigation code as it was omitted from the initial report that was submitted.